Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® adult tts¿ tracheostomy tube was found to broken and leaking 14 days following placement. A trach tube change out was performed with no reported adverse patient effects.